Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation, along with one image. The image submitted with the returned device appears to show the ablation catheter within the mapped heart model. However, several ablation automarks appeared to be located outside of the mapped heart model, consistent with the reported event. Additionally, a ¿left patch disconnected¿ error message was displayed. During testing of the returned device, the magnetic sensor met specifications during electrical testing and the 10-pin connector eeprom met programming specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown.

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
Related manufacturer reference number: 2184149-2019-00114. During an atrial fibrillation ablation procedure a clinically signification delay in the procedure occurred. Mapping of the left atrium had been performed but during ablation the catheter appeared 1 to 2 centimeters away from the model. Connecting cables were replaced, the system was revalidated, and another geometry model was created but the issue remained. During troubleshooting the procedure was delayed by 30 to 45 minutes. The procedure was competed with the use of x-ray and there were no adverse consequences to the patient.